Event description:
A distributor reported that a leak was observed on the expiratory water trap of an rt212 adult inspiratory heated breathing circuit before it was used on a patient.

Manufacturer narrative:
(B)(4) the rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was out of specification due to excessive leak. When the subject breathing circuit was immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the expiratory water trap. A lot check revealed no other complaints of this nature for lot number 130510. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt212 adult breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. User instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."